Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 01-sep-2015, an fse visited the customer site, removed the pi board, and cleaned with alcohol. Then he tested the equipment finding no errors. On 02-sep-2015, the instrument produced the same error. The fse returned to the facility, replaced the picker assembly and its cable and reset all picker alignments. The fse and the customer tested the instrument and no errors were obtained. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a defective picking assembly.

Event description:
On (B)(6) 2015, a customer reported obtaining error 2163: c transfer cup not released with their aia-900 analyzer in multiple occasions. The customer was unable to run progesterone, lh-ii, and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of progesterone, lh-ii, and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.